Manufacturer narrative:
Based on the new information received, this event is no longer considered reportable.

Event description:
It was learned through implant patient registry that a patient with a 21mm 3000tfx aortic valve implanted for 12 years, 11 months underwent a valve-in-valve procedure due to stenosis. A 23mm 9750tfx valve was implanted. Per the physician, there was no premature failure. The device performed as intended.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. If additional information is received a supplemental MDR will be submitted. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was learned through implant patient registry that a patient with a 21mm aortic valve implanted for 12 years, 11 months underwent a valve-in-valve procedure due to unknown reasons. A 23mm valve was implanted. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.